Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: ·the front panel keeps blinking indication phenomenon occurred because the main pcb failed and the front pcb could not be properly displayed. We could not identify the cause of the main board failure because there was no shipment of the actual product. It is presumed, but since it has been 12 years and 7 months since manufacturing, it is considered to be a failure due to aging. Manifold unit could not be controlled. Indication phenomenon occurred because the main pcb failed, which resulted in inaccurate control. We could not identify the cause of the main board failure because there was no shipment of the actual product. It is presumed, but since it has been 12 years and 7 months since manufacturing, it is considered to be a failure due to aging.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿when powered on the front display continuously flashes with all lights lit¿ was confirmed. During the inspection the uhi-3 high flow insufflation unit was power on, all the leds on the front panel lit up and continuously flashing intermittently. In addition, the two green leds of the pressure indicator lit up at the same time due to a faulty main board. The manifold unit was continuously running nonstop after releasing all co2 gas inside the unit and was attributed to the faulty main board. The front chassis was found deformed with minor scratches at the top and corrosion on the bottom of the unit. The cause of the faulty main board cannot be determined this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, when the unit was powered on all of the lights on the front display would continuously flash. There was no patient involvement reported.